Manufacturer narrative:
Review of the primary operative notes does not indicate root cause. Revision operative notes state "overtime she has stretched out to a significant recurvatum". The femoral component was described as "not badly scratched". An articular surface exchange was performed, replacing an 11 millimeter articular surface with the 22 millimeter articular surface. The patellar component was removed and the new patellar component was cemented in place. The patellar implant was held until the cement hardened. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Cause cannot be definitively determined. Eval: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt is experiencing pain, limited mobility, and a leg length discrepancy of a half an inch.